Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets. The wireform was cut near leaflet 1; the cut ends matched up. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect and 6mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Subvalvular apparatus was observed at the outflow aspect near leaflet 2. Leaflet 3 had two non-transmural tears at the outflow aspect of 10mm and 5mm on the cusp region. Calcification was evident at the tear regions. The sewing ring was returned removed from the valve; the sewing ring matched up to the valve. The wireform was exposed at both aspects of the valve. Customer report of calcification and stenosis was confirmed. Report of regurgitation could not be confirmed through visual observations. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received, calcification and host tissue restricted leaflet mobility and led to stenosis. Patient factors likely contributed to the event.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Evaluation is currently in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. A supplemental MDR will be submitted after completion of the device evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a 31 mm mitral valve was explanted after an implant duration of eight years, due to calcification, mild regurgitation, and severe mitral stenosis. The 31 mm mitral valve was inspected and noted to be well seated. There was calcification and immobilization of two of the leaflets. The device was excised and replaced with a 29 mm mitral valve. The patient also underwent tricuspid valve repair using a 26 mm annuloplasty ring during the procedure. Transesophageal echocardiography demonstrated mitral prosthesis was well seated and functioning normally and that there was no residual tricuspid regurgitation. Patient tolerated the procedure well and was taken to the open heart recovery room in hemodynamically stable, but critical condition.